Event description:
Caller states customer passed out 5 minutes following result of 99 mg/dl obtained on the aviva system. Emergency medical technicians (emts) arrived 10-15 minutes later and customer tested 27 mg/dl on professional device and was treated with an injection of glucagon and taken to the hospital; customer was released from the hospital around 5 hours later. Requested return of suspect device and replace was sent.